Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: -the tab on the side of the air/water/instrument channel connector and base a were separated. -no damage such as scratches or chips was found on the appearance of the device. -the device was successfully assembled because of adhesive residue on the threads of base a. -the air/water/instrument channel connector was assembled, the connecting tube was attached and detached, and the load torque was continuously applied, but it did not come off. -when load torque was applied with one of the lock levers not fitted when attaching or detaching the connecting tube, it was found that the load torque was larger than when both lock levers were fitted. Based upon the past similar cases, when cleaning an endoscope that does not use a connecting tube, leaving the connecting tube connected may make it easier for the air/water/instrument channel connector to loosen. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the load torque increased and the air/water/instrument channel connector became loose because the lock lever of the connecting tube connected to the connector did not fit completely on one side. In addition, it is possible that the lock lever was tightly pinched due to the connecting tube being left connected or the connecting tube itself being deteriorated. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned to omsc yet. The user facility owns two olympus automated endoscope reprocessor oer-3, and the same phenomenon occurred about a month ago and the connector was replaced. Therefore, user was concerned about the durability of the product and requested an investigation into the cause of the reported event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the air/water/instrument channel connector for connecting the connecting tube was disassembled when the user tried to remove the tube. There was no report of patient injury associated with the event.